Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during service at manufacturer facility that the hinge is broken off in the system 6 aseptic housing and there is a potential for housing to open and expose non sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.